Event description:
Clinical study: it was reported that 346 days after a carotid artery stenting procedure the patient experienced restenosis. The target lesion was located in the ostium right internal carotid artery, with 90% stenosis and was 15mm long with a 7mm reference vessel diameter. The physician treated the lesion with placement of a filterwire ez and a 4-9 x 30 mm nexstent. Following post-dilatation, residual stenosis was 20%. The patient was discharged 2 days later. About 346 days after the index procedure, the patient was seen for a 12-month follow-up visit. The required 12-month ultrasound showed a 65% target lesion in-stent restenosis. The site noted there was no repeat carotid angiography performed and no target lesion revascularization was done. The event was reported to the patient's interventional cardiologist who placed the stent for further evaluation. At this time, the outcome is unknown. In the opinion of the physician the relationship of the restenosis to the nexstent is possible.

Manufacturer narrative:
There was no indication of a manufacturing defect or anomaly identified within the review of the manufacturing records for the reported batch number. As no device was received for analysis it is not possible to perform any inspections on the device. The root cause will be documented as anticipated procedural complication.